Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation; as the device was discarded at (B)(6) due to expire of stock period after visual inspection. A lot history review (lhr) of rezf2711 showed no other similar product complaint(s) from this lot number. Discarded at medicon due to the expire of stock period after visual inspection..

Event description:
It was reported that the leakage of nutrients was observed when injecting nutrients through the catheter at home. When replacing the catheter with a new one and injecting the contrast medium through a new catheter at the facility, before the patient went home, the leakage was not observed.